Event description:
It was reported that during a biopsy procedure, the cannula would not close completely over the sample notch, resulting in an inability to cut and remove the tissue sample. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Only a lot sample was returned for eval. The device was visually inspected and no apparent defects were noted. The needle was functionally tested and acquired a sample each time. Measurements taken of the device were within spec. This complaint is inconclusive as the original sample was not returned and the problem could not be reproduced with the lot sample. The root cause could not be determined.